Manufacturer narrative:
Internal report # (B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI# (B)(4)

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 288mg/dl. The customer's expected fasting blood glucose test result range is 100 to 125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 322 and 294mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/24/2018) and open vial date is approximately two months ago.. The meter memory was reviewed for previous test result history (date / time not set): result 1: 155 mg/dl date: (B)(6) 2017 time 9:13am fasting, result 2: 288 mg/dl date (B)(6) 2017 time 11:15am fasting, result 3: 158 mg/dl date (B)(6) 2017 time: 8:54am fasting, result 4: 196 mg/dl date (B)(6) 2017 time: 7:59pm fasting, result 5: 189 mg/dl date (B)(6) 2017 time: 8:59pm fasting. Customer states that the he run a blood test and compare it with two different competitor meters and got different results. Customer states that our meter is giving high blood result. Customer states that his normal fasting glucose range is 100-125mg/dl and he test twice a day.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 288mg/dl. The customer's expected fasting blood glucose test result range is 100 to 125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 322 and 294mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/24/2018) and open vial date is approximately two months ago.. The meter memory was reviewed for previous test result history (date / time not set): result 1: 155 mg/dl date (B)(6) 2017 time 9:13am fasting, result 2: 288 mg/dl date (B)(6) 2017 time 11:15am fasting, result 3: 158 mg/dl date (B)(6) 2017 time: 8:54am fasting, result 4: 196 mg/dl date (B)(6) 2017 time: 7:59pm fasting, result 5: 189 mg/dl date (B)(6) 2017 time: 8:59pm fasting. Customer states that the he run a blood test and compare it with two different competitor meters and got different results. Customer states that our meter is giving high blood result. Customer states that his normal fasting glucose range is 100-125mg/dl and he test twice a day.